Event description:
It was reported that during two days post-op of a lap cholecystectomy, the pt was readmitted due to a 3 1/2 unit bleed. Hemoglobin had gone from 14 to 10 1/2. Bile was found in the abdominal cavity. During lap re-op the clips could be seen buried well into tissue that had inflammation response in the right upper quad. Drains were placed. The pt did not receive any blood products.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.